Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open knee surgery, at the end, while skin suturing, the surgeon was about to suture skin by threading suture through the loop and it unraveled. They used another absorbable device to complete the case. There was no patient injury.